Event description:
It was reported that the patient experienced pain in the neck area and a "poking feeling" when the neck was moved. It was suggested that this may be the tip of one of the leads. The area of the reported pain, however, was not consistent with the location of the lead. Revision of lead was, thus, ruled out. The patient was, also, not able to lift the left arm above the head w/o severe discomfort in the area of the implantable neurostimulator (beneath the clavical). The battery and leads were tested and shown to be operating properly, with normal impedance readings. No further diagnostics were to be performed. The patient did not want to consider revision of the device site, but did request explantation of the device. The physician agreed to explant the device, but a date was not set as of the date of this report. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).